Event description:
After 17 months of implantation, this lead was removed because of a pocket infection. The pacemaker attached to this lead was also explanted and has been reported on an MDR.

Event description:
After 17 months of implantation, this lead was removed because of a pocket infection. The pacemaker attached to this lead was also explanted and has been reported on MDR.